Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting noise on this defibrillation rate sense lead. The noise was reportedly present since the most recent device change out. Tech services suggested that it was possible the leads were reversed in the header or there was a loose setscrew. The noise could be recreated when the patient was getting out of bed. Lead measurements were reported to be normal. The bsc rep stated that a new rate sense lead might be placed in an upcoming lead revision and tech services advised to check the can as well for any seal plug damage. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
In follow-up the bsc representative stated that a revision procedure was completed. The lead was capped and replaced with another bsc rate/sense lead. The device remains in service. If any additional information related to this incident becomes available, this event will be updated. The device was explanted and returned for testing over three years later. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No other adverse events have been reported. This product issue will be updated if additional information is received.